Event description:
Patient presented to the physician with an ongoing sore throat, dysphagia, and right-sided neck, head, and tongue pain, along with soreness behind the ear. Due to the ongoing issues, the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.